Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.

Event description:
Same event as manufacturer's report #: 6000093-2007-01323, -01319, -01322, -01321. It was reported that a patient came back with an acute mi 9 days following successful deployment of 3 liberte monorail stents. The region being treated was fully thrombosed in the circumflex artery (cx). No details have been provided regarding the initial multi-stent deployment procedure. The cx was predilated with a maverick balloon following insertion of a luge 190cm guidewire. A liberte stent was deployed, to unknown atms. Following deployment, a dissection was noted distal to the stent edge. Information received stated that the dissection may have occurred with the original procedure. An express2 monorail 2.5x12mm stent was then advanced to treat the dissection; however, it could not cross the lesion. Upon withdrawal of the delivery system, the stent dislodged and was "hanging proximal" to the newly placed liberte stent. An attempt was made to snare the express2 stent, however, it was pushed distal. The express2 stent remains in the circumflex, and the patient was monitored in the ICU with st elevations. Status was updated 6 days later that the patient was doing 'okay'; however, he was still experiencing st elevations. Additional information regarding both procedures has been requested.